Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The device was found in specification in relation to the customer reported system error 345 alarm which was not reproduced during evaluation. A review of the event history log identified multiple presence of system error 345. The reported condition was verified. The device functioned as intended however the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred before use. There was no patient involvement. No additional information is available.